Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed during an in-clinic follow-up. The patient was not pacemaker dependent. The physician attempted to reposition the lead, but the thresholds were still high. The lead was explanted and replaced. When attempting to implant the replacement lead, the setscrew was unable to be tightened so the device was explanted and replaced as well. The patient tolerated the procedure well.

Manufacturer narrative:
No conclusion code available. The reported set screw anomaly was confirmed in the laboratory and was due to a damaged rv/svc df-4 set screw hex cavity. The cause of the damage could not be determined.